Event description:
Complainant alleged that during a routine shift check by a clinician the device displayed no image on half of the screen. Complainant indicated that there was no pt involvement in the reported malfunction.